Event description:
It was reported the patient began to feel heating at the ipg site about the same time she started physical rehabilitation. The patient reported she had turned the ipg off due to the issue. In addition, it was reported the site was swollen, and the incision was sensitive. The patient could not lean against the spot due to the discomfort. The patient was advised not to charge the ipg with the antenna directly on the skin, nor to lean against a bed while charging. Attempts to determine the next course of action was unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.